Manufacturer narrative:
(B)(4).

Event description:
It was reported that after one week of patient home care use, the cuff would not properly inflate. It was when the patient was recannulated with another tracheostomy tube, that it was discovered that the cuff had separated from the tube on the preexisting tracheostomy tube. There is no report of death or serious injury associated with this event.